Event description:
It was reported to boston scientific that an orbera365 intragastric balloon was successfully implanted on (B)(6) 2025. On (B)(6) 2025, the patient was hospitalized. On (B)(6) 2025 a pulmonary embolism was discovered. The patient was monitored and treated with anticoagulants in the hospital. Physician determined would remain implanted. The patient was discharged from the hospital.

Manufacturer narrative:
Block h6: imdrf code e050303 captures the reportable event of pulmonary embolism imdrf code f08 captures the reportable event of hospitalization or prolonged hospitalization imdrf code f2303: captures the reportable event of medication required.

Event description:
It was reported to boston scientific that an orbera365 intragastric balloon was successfully implanted on (B)(6) 2025. On (B)(6) 2025, the patient was hospitalized for vomiting and pain. On (B)(6) 2025 a pulmonary embolism was discovered. The patient was monitored and treated with anticoagulants in the hospital. Physician determined would remain implanted. Physician evaluation concluded the pulmonary embolism was not related to the orbera365 intragastric balloon or the implanting procedure. Based upon medical review assessment of the information provided, the development of the pulmonary embolism may likely be related to an undiagnosed underlying hypercoagulable state as supported by familial medical history. The patient was discharged from the hospital and is currently doing well although describes shortness of breath during physical activity.

Manufacturer narrative:
Block h6: imdrf code f08 captures the reportable event of hospitalization or prolonged hospitalization. Imdrf code f2303: captures the reportable event of medication required. Correction to field b5 describe event or problem. Correction to field h6 patient codes, evaluation method codes and evaluation conclusion codes.